Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer on troubleshooting steps, but the pump did not respond, leading to the decision to replace it. The customer was informed that a replacement pump with updated software would be sent and provided guidance on the return process for the defective pump, including putting it into storage mode and using a pre-paid ups label for its return. The customer acknowledged these instructions and was informed about the training available through their tandem source account. Customer reverted to an alternate method of insulin therapy.